Event description:
It was reported that: it was the first case of the day, the anesthesiologist activated the datex-ohmeda de-tec desflurane vaporizer and the vaporizer posted an alarm for no output. The date-ohmeda de-tec desflurane vaporizer was removed and replaced. At the end of the case, the pt reported to their surgeon they had recall of the procedure. The pt was offered counseling by the facility.